Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I almost choked on this [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) year-old female patient who received gsk toothbrush (sensodyne multiprotection toothbrush) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started sensodyne multiprotection toothbrush. On an unknown date, an unknown time after starting sensodyne multiprotection toothbrush, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with sensodyne multiprotection toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. It was unknown if the reporter considered the choking to be related to sensodyne multiprotection toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the adverse event information was received from consumer via call center representative on 27-may-2021.the consumer reported that "I've always used the sensodyne toothpastes and toothbrushes, and the last toothbrush I bought is losing bristles, I almost choked on this, the quality leaves a lot to be said in the name of the sensodyne" follow up: qa results were received from quality assurance team for (B)(4) on on 27-may-2021 and was processed together with the initial report. The product complaint was concluded as unsubstantiated. Investigation evaluation: loosing filaments check if the duration of use of the brush is known or approximately known. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residue between tufts of bristles and in grooves of handle) as well as smell of toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments. Note: if complete tuft (bundle of filaments) got loose, then send defect to site. Worn out filaments check if hardness of bristles was as customer expected. Check if brush is (heavily) used. Overall appearance (spread filaments, scratches on the backside of the brush head, toothpaste residues) as well as smell for toothpaste flavor are indicators. Sometimes, squeeze or bite marks can be seen on the filaments or filaments are starting to fall out 2.1 gsk is distributing globally toothbrushes for 40 years. 2.2 product portfolio of toothbrushes is very complex. There are about 50 base model variants, which are available in different stiffness grades, brand names (aquafresh, sensodyne, dr.best, macleans, binaca, odol, parodontax) and artwork variants, resulting in about 850 individual skus. The toothbrushes are distributed in about 45 different gsk markets. 2.3 all toothbrushes are manufactured at three approved external contractor manufacturers (cms) mcs, smi, and shummi. All toothbrushes have been developed according to international and gsk internal standards. Total volume increased between 2015 and 2019 by 26% year / mio tbs mcs smi shummi total 2019 106 128 75 309 2018 122 119 65 306 2017 117 97 67 279 2015 130 69 46 245 2.4 manual toothbrushes are class I medical devices in the us and are exempted from the medical device quality system regulation (21 cfr820), except for general requirements concerning records (820.180) and complaint files (820.198), if the device is not labelled or otherwise represented as sterile. In several other markets, they are classified in "lesser" categories such as a consumer product/sundry item /general good/cosmetics without specific gmp requirements. 2.5 a review of all consumer complaints is routinely done in the periodic product review, which is established as quality kpi for 10 years. Actions are initiated for continuous improvement as applicable. The product complaint is unsubstantiated.